Manufacturer narrative:
Zimmer biomet complaint cmp- (B)(4). Patient weight: not provided.

Event description:
It was reported that during implant surgery, the doctor opened the package and the implant case was empty. Surgery was completed using another implant. No injury has been reported. Tooth location 28.

Manufacturer narrative:
A imp,tsv,4.1mm,sbm,11.5 ((B)(6)) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. However, the package was returned for investigation. Visual inspection of the as returned product identified labels/stickers on package and vial placed as manufactured along with seals broken. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63850008). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Complaint history review was performed for the reported lot number (63850008) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.